Manufacturer narrative:
It was reported that the device was to be returned. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this mitral annuloplasty ring, the patient¿s mitral valve leaflets exhibited inappropriate coaptation resulting in residual moderate to severe mitral regurgitation. The ring was explanted in the same procedure and a mechanical mitral valve implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual observation showed the ring was slightly discolored with evidence of blood contact. Needle holes in the sewing cloth showed placement of implantation sutures. The analysis of the device did not show any anomalies that could have contributed to the event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, and the successful outcome with implant of a mechanical valve (as opposed to a mitral ring repair), the clinical observations were attributed to the patient¿s anatomy.